Event description:
A customer reported a malfunction on their insulin pump, citing a specific error code and confirming no significant events preceded the malfunction. There was no adverse impact on the customer's blood glucose level, as it did not exceed 500 mg/dl. Despite reset attempts, the malfunction persisted, leading technical support to arrange for a replacement pump. The customer was provided with information on resetting the pump and instructions for returning the faulty device. The customer understood and planned to temporarily switch to multiple daily injections to maintain insulin delivery. The replacement pump was shipped with a signature required for delivery, and follow-up actions were taken to track the shipment.